Event description:
Numbness and infection were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was performed at the time of surgery.

Manufacturer narrative:
Physical analysis cannot be performed as the implant was not returned. Customer reported infection.